Event description:
It was reported that noise and low impedance had been observed on the atrial lead. No patient symptoms were reported and the noise could not be reproduced. Device reprogramming was performed and the patient would be monitored.

Manufacturer narrative:
(B)(4).